Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support instructed the caller to perform a series of actions including disconnecting the tubing, tightening the t:lock, and delivering boluses, although the occlusion alarm recurred. Eventually, the caller successfully completed a bolus after loading a new cartridge. The customer was advised to replace supplies as necessary, continue insulin therapy, and requested additional assistance.